Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that the screw shank broke on a response 5.5/6.0 mm uniaxial pedicle screw 60 x 40.